Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm; cause was unknown. Elevated bg was addressed via a correction bolus, manual injection, and supply changes. Tandem technical support commenced conducting system check. Reportedly, the customer had removed current and past infusion sets. Customer was instructed to monitor bg and contact tandem technical support if ongoing. Upon follow up customers bg level was 246 mg/dl which is still considered high for the customer.